Manufacturer narrative:
Concomitant medical products: 1388 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead perforated the myocardium resulting in pericardial effusion. It was also reported that the lead exhibited no capture. The lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.